Manufacturer narrative:
Continuation of d11: product ID 7495lz51 lot# serial# (B)(6); implanted: (B)(6) 2002; product type extension product ID 3998 lot# l95826 ; implanted: (B)(6) 2002; product type lead product ID 7495-51 lot# serial# (B)(6) ; implanted: (B)(6) 2002; product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jun-28 reporting that the cause of the ins not working for them was because they had received a reset. The explant was reported to have been done on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had their stimulator removed prior to 2009 by a doctor in (B)(6), because it didn¿t work for them and they couldn¿t get the stimulation to their lower area. The patient stated that the wires were still implanted in their body. The patient stated that they just have a pump implanted now. The patient stated that they have a bone growth stimulator, but they were not sure who the manufacture was. The event occurred in 2002. No further complications were reported/anticipated.